Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (arm) while wearing the device between 5 and 24 hours. A red spot approximately 10 cm in diameter appeared around the pod. The patient contacted a diabetic nurse by phone and reported symptoms including redness, irritation and hyperglycemia blood glucose levels rose to 15 mmol/l (270 mg/dl). The patient was prescribed flucloxacillin (500 mg, 4 times a day) for treatment. The infection is since healed and the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.